Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a090402, captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during the procedure performed on (B)(6) 2025. During the procedure, after the device was connected to cautery, the settings were adjusted to an unknown configuration. The machine did not deliver energy to the snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.